Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The pro service report revealed that the white blood cell (wbc) backgrounds were high and the #3 aperture had high debris. The customer was advised to perform a zap aperture but the issue remained. The fse stated that the wbc aperture was clogged attributing to high background counts. The customer was able to clear the clog with an extended shutdown, resolving the high background counts. Per fse, the customer also reported that the red blood cell (rbc) recovery was biased low but within manufacture specifications on level 2 6c controls. Upon further inspection, the fse discovered a leak which had accumulated in the drip tray due to a crack in the center section of the blood sampling valve (bsv). The volume of the leak is unknown. The leak was contained within the instrument. The bsv was replaced, resolving the leak and the instrument was verified with rbc values recovering within the expected range on controls. The fse also replaced vl201 as preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported obtaining high white blood cell (wbc) background counts on the unicel dxh 800 coulter cellular analysis system when performing daily checks. The customer was wearing personal protection equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.